Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensor had triggered threshold suspend when customer's sensor glucose was 90 mg/dl to 95 mg/dl and blood glucose was over 200 mg/dl. Customer mentioned she had noticed bent cannulas on sensors. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.